Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.0/1.5/091 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2023. On (B)(6)2023, the lens was exchanged for a same length lens, implanted vertically due to excessive vault. Reportedly, "the second ticl is placed vertically." The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).